Event description:
Premature depoloyment of the contralateral attachment system. It was reported that while pulling the contralateral limb down into the common iliac, the contralateral attachment system prematurely deployed two centimeters into the common iliac. A covered wall graft was placed in the limb to bridge the gap and create a seal.